Event description:
Caller reported she washed hands, had active s result of lo, which on the active s system indicates a result less than 10 mg/dl, dried hands, retested at 141 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported she washed hands, had active s result of lo, which on the active s system indicates a result less than 10 mg/dl, dried hands, retested at 141 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.